Event description:
During baxter's functionality testing it was found that a spectrum pump had an upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed during evaluation. Evaluation found the upstream sensor to be the failing component. The failed upstream sensor was replaced.